Manufacturer narrative:
The field service engineer later observed that the sample probe was clogged and the sipper flow paths needed to be flushed. The probe was cleaned and the sipper flow paths were flushed. The syringes were re-built and a sipper nozzle was replaced. Measuring cell preparation maintenance was performed. Blank cell calibration and an instrument check passed. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The reagent lot numbers and expiration dates were requested, but not provided. The field service engineer could not duplicate the issue. The engineer reviewed the alarm trace from (B)(6) 2024 and it showed 8 sample short alarms and 2 sample clot alarms. The engineer found damaged tubing and a worn nozzle. The engineer performed probe adjustments and the gear pump pressure was adjusted to specification. Sipper and syringe fluidic paths were cleaned. The damaged tubing was re-flared. The pinch tubing was replaced as a preventive measure. Multiple checks and maintenance actions were carried out. Reagent tubing was straightened. Mechanism checks were performed with no alarms. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with elecsys tsh and two patient samples tested with elecsys ferritin on a cobas e 801 analytical unit. The initial values were questioned by the provider. The patient samples were repeated, with the first three samples being repeated on a second analyzer. The repeat values were deemed correct. The first sample initially resulted in a tsh value of 0.03 uiu/ml and it repeated as 4.01 uiu/ml. The second sample initially resulted in a tsh value of 0.02 uiu/ml and it repeated as 1.88 uiu/ml. The third sample initially resulted in a ferritin value of 3.0 ng/ml and it repeated as 149.0 ng/ml. The fourth sample initially resulted in a ferritin value of 2.0 ng/ml and it repeated as 39.0 ng/ml.